Manufacturer narrative:
Analysis of this device is currently in progress. This event will be updated as additional information becomes available. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient reported hearing her device beeping, and felt the device spin in her chest. Additional information indicates that the device declared elective replacement indicator (eri) due to an extended charge time, after approximately 64 months of implant. Of note, this device is included in the mid-life display of replacement indicators product advisory population. The device was later explanted and returned to boston scientific for analysis. No adverse patient effects were reported as a result of these observations